Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a nasal endoscopic adenoid ablation, the evac 70 xtra hp coblator ii wand was used for cutting hemostasis, the electrode filament broke, rendering it impossible to stop the patient's bleeding. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.

Event description:
It was reported that during a nasal endoscopic adenoid ablation, the evac 70 xtra hp coblator ii wand was used for cutting hemostasis, the electrode filament broke, rendering it impossible to stop the patient's bleeding. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode is heavily worn from use, the center electrode looks to have fallen off or been ripped off from getting caught on something. Product was out of the original packaging. No packaging returned. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected with the remaining electrodes. No other issues were found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. H11: h2: corrected data on e2, e3, d4, g2 and h4.

Event description:
It was reported that during a nasal endoscopic adenoid ablation, the evac 70 xtra hp coblator ii wand was used for cutting hemostasis, the electrode filament broke, rendering it impossible to stop the patient's bleeding. The procedure was completed with a non-significant delay. The additional bleeding was resolved with a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5.